Event description:
It was reported that the wake button was extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer's blood glucose level. Caller was assisted with removing pump from case and instructed on specific button pressing techniques until display turned on, and technical support arranged pump replacement, reviewed steps for backup insulin therapy.